Manufacturer narrative:
The issued complaint is for a safety device which did not activate detected by end user. Photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Based on the photo the plunger rod is in place and the safety devices are activated. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bd tatabanya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle retraction safety on the bd ultrasafe passive¿ x-series needle guard syringe did not work on first attempt. There was no report of injury or medical intervention.